Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ oral syringe with tip cap there was an issue with missing label. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ oral syringe with tip cap there was an issue with missing label. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: seven photos were received and evaluated. They depicted three 10ml amber bags of oral syringes. The syringe bags did not appear to have a bag label. Three sealed bags of amber oral syringes were received and evaluated. The box the bags arrived in was battered and had obvious signs of damage throughout. The sample bags were tightly packed inside the box. The bags received were not in good condition as multiple scratches and scuffs were observed in the bags with several bag punctures. The bags did not have labels attached. It was not possible to tell whether there was any label residue on the bags¿ surfaces due to the condition of the bags. Multiple syringes were also observed to have scale marking coming off. Machine logs indicate labeler issues resulting in no labels applied to bags. Labels had to be manually applied. The print that was coming off appeared to be due to the transportation of the samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect probable root cause, (1) equipment failure. The labeler was found to be malfunctioning during the batch, which resulted in missing labels on some of the bags of product. It further forced a switch to manual labeling of the bags. (2) inadequate quality documentation and operator training. Deficiency was found in the working instruction for this machine, which does not specify checking for presence of label on all of the bags. Corrctive actions, (1) work instruction will be updated. (2) all personnel involved with the machine will be retrained per the updated procedure.